Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the attachment device and the reported condition that the device was making a loud pitch noise when coming in contact with the patient¿s bone and also heating up and dark fragments were coming out of it was confirmed. An assessment was performed and it was observed that the device had heat, excessive noise, and had corrosion/debris. The assignable root cause was determined to be due to improper cleaning and maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device lot number was documented as unknown in the initial report. The lot number (1623028) has been updated accordingly. The UDI has also been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI (B)(4).

Manufacturer narrative:
UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date was unavailable the manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the burr attachment device was making a loud, pitch noise when it came in contact with bone. It was reported that the device was also heating up and there were dark fragments coming out of it. It was reported that there was a less than 10 minutes delay in the procedure due to the event. It was reported that an unspecified spare device was available for use and the procedure was successfully completed. There was patient involvement reported. It was reported that the fragments that were generated were removed easily without any additional intervention. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in august of 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.